Event description:
Surgeon at the user facility stated that the preoperative axial length measurements were incorrect. Surgeon confirmed that the iol in question was not at fault. The event was not lens related.

Event description:
A surgeon reports an unexpected post-operative refraction post cataract surgery and intraocular lens (iol) implant.